Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cord was yanked out the back of the device was confirmed. There is a cut in the usb cable jacket, exposing the braided shielding. The usb cable is pulled from the sherlock sensor. The wiring harness connector is missing, exposing the usb cable wires with the crimped ends intact. The root cause is material failure of the usb cable due to device use.

Event description:
It was reported cord was yanked out the back of the device. No further information was provided. (B)(6) 2026: during evaluation, it was found that the cable was pulled from the sensor exposing internal wiring.